Event description:
It was reported that the customer could not view reports in the ilet mobile app, which was resolved by deleting the app and bluetooth pairing, then reinstalling and successfully re-pairing the ilet and app; the customer subsequently reported unexplained hypoglycemia to 51 mg/dl followed by hyperglycemia up to 317 mg/dl, later another low to 54 mg/dl, and paused the pump, with no alerts or alarms reported. Symptoms included hypoglycemia. Outcomes included temporary interference with daily activities due to managing glucose excursions without medical intervention. Investigation included troubleshooting and user education, review of app pairing, and plan to have clinical support review device reports. Investigation of this case revealed the cause of the hypoglycemia and subsequent hyperglycemia was unclear, with oral glucose used for treatment. It was concluded that no device malfunction was identified and the event was user managed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.